Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 2.75 x 38 mm xience xpedition, during removal of the protective sheath the stent dislodged. Another non-specified stent was used to complete the procedure. There was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of occurrence was reported as early (B)(6). It was estimated as (B)(6) 2014 for reporting purposes. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.